Event description:
During an evoke spinal cord stimulator trial follow up visit the patient reported experiencing a headache and fluid drainage from the incision site of the implanted evoke 12c lead extension kit - 55cm. The patient was hospitalized due to the symptoms reported. The patient reported that the headache experienced had subsided. A week later, the devices were explanted and discarded.

Manufacturer narrative:
No devices were returned for analysis. The explanted devices were discarded. With the available information, the cause of the event as reported could not be determined. Skin irritation, seroma and hematoma at surgery sites which may require surgery (including revision, explant, and replacement) are listed as potential risks in manufacturer's instructions for use (IFU). The manufacturing records of the saluda devices were reviewed. Product met all requirements for release with no anomalies identified.